Event description:
Patient was revised to address loosening of the cup. Osteolysis was also discovered intraoperatively.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleged severe pain, injury, discomfort, inflammation, numbness, metallosis, emotional distress, difficulty ambulating and performing activities of daily living.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.